Event description:
It was reported by the user facility that a pt passed away during peritoneal dialysis treatment. No other details have been provided at the time of this report.

Manufacturer narrative:
This report is being submitted as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department will perform a clinical investigation and the plant investigation will be performed. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. This medwatch report is associated with: 8030665-2014-00191 and 1713747-2014-99912.